Event description:
Report received indicated that label was missing from the product upon receipt by the customer. Information regarding the condition of the product after delivery was unavailable.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of non conformances related to this complaint investigation was conducted. As a result there was no evidence that any of the manufacturing processes and procedures performed contributed to this event. A 12 month review of complaint listings for missing label icc code found only one case reported.